Event description:
The patient reported no stimulation sensation. He also reported never having therapeutic effect. There was no known accident or incident related to the event. The patient's symptoms were at the paresthesia area. The patient had seen his physician and the physician confirmed that the lead was non-functional and a revision would be required. The patient was encouraged to continue working with his physician. Additional info has been requested, a follow-up report will be sent if additional info becomes available.